Event description:
The customer alleged that the audio alarm functioned intermittently. The mallinckrodt customer support engineer (cse) inspected the device and replaced the audio alarm. The unit passed extended self testing. It is not verified that the audio alarm was intermittent, and no malfunction may have occurred. There was no pt involvement.